Manufacturer narrative:
The device passed testing by sounding an audible alarm tone on all 3 channels during an alarm condition. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that channel 2 of the pump did not sound an audible alarm tone during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified vasopressor and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported the nurse stopped the delivery to verify the pump programming parameters. The customer contact indicated that the nurse inadvertently did not restart the vasopressor delivery. After approx 10 minutes, a clinician notified the nurse that the pump "was idle." The customer contact indicated there was no audible alarm tone to alert the nurse that the delivery had not been restarted. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. During testing at the user facility, the pump passed testing. Though requested, no add'l info was provided.